Event description:
The spouse of a (B)(6) male patient contacted zoll customer support to report that the monitor displayed a code 204. A zoll patient service representative contacted zoll customer support while replacing the patient's equipment to report that the patient had been treated. Upon review of the patient flag files, zoll customer support confirmed that the treatment occurred prior to the service code 204. The patient was given a replacement monitor and electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 204) is being investigated. Root cause investigation is currently being performed by engineering. A supplemental report will be sent upon completion of the investigation. The treatment analysis concluded that the patient received one appropriate shock during an episode of vt within a single 24-hour period. The therapy pads were not properly contacting the skin as the impedance reading was 0 ohm. The flag report indicated that the response buttons were not used throughout the event. The patient was issued a replacement monitor. Additional manufacture date: sn (B)(4): 10/2010.